Event description:
It was reported that a patient with a 25mm 2800tfx valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 3 months due to thrombus and insufficiency. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The root cause of this event was determined to be due to patient related factors. The blood clots observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation finding, and investigation conclusion)